Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: found pieces of plastic up on retraction of the trocar. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).